Manufacturer narrative:
Based on a report from the patient's surgeon, the patient underwent an unspecified procedure in 2004 that included implantation of a composix kugel mesh. Seven years post implant, the patient is reporting lower abdominal pain and recent stress incontinence and thinks it may be related to the mesh. The surgeon stated the symptoms are vague and unrelated to the mesh and advised the patient to undergo a CT scan. Based on the medical information provided, it does not appear that a failure of the bard mesh occurred. However, we will submit a followup report when and if additional information becomes available.

Event description:
In 2004: patient underwent unspecified surgery with bard composix kugel mesh implanted. In 2011: patient has lower abdominal pain and recent stress incontinence.